Event description:
Surgeon was using a catheter over a wire to go down the popliteal artery and suck out a clot. It worked well, but in doing so and after we had pulled out the wire and catheter, we noticed that the wire was frayed.